Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 following a ventricular tachycardia storm. The death was not considered device related. The device had operated as expected.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this investigation. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Cardioversion was performed as treatment. The patient's arrhythmia was sustained. It was noted that the patient had a history of arrhythmia pre-lavd, however they did not have an implantable cardioverter defibrillator prior to the lvad.

Manufacturer narrative:
Section a4: patient weight corrected. No further information was provided. The manufacturer is closing the file on this event.